Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, they observed a microcrack in the peripheral optics of the lens. Additional information was received as the procedure was completed on the same day.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, indicating that the injectors were not the components that exhibited defects. The lenses were verified before assembly under a microscope, and at that point, no damage was observed in the lens. However, it was noted that damage occurs only after the injector has been used for implantation.